Event description:
Report was received from (B)(6) stating that the device had loss of power. The device was used during surgery. No pt injury reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).